Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem t:slim pump user guide indicates that the humalog and novolog insulin were tested and found to be safe for use in the t:slim pump for up to 48 and 72 hours.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 256 mg/dl and was treated with insulin pens/shots. Tandem technical support was unable to perform a system check as the customer had changed the cartridge after receiving the alarm. The customer had used the cartridge for over 3 days.